Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: the investigation was performed based on the photo(s) and physical samples provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to visually confirm the indicated issue of broken cannula via the provided photos. This is acknowledged by embecta and will be tracked and trended in our complaint reporting. However based on the manufacturing site's investigation and findings the broken cannula could not be confirmed as being related to the manufacturing process. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
A patient's family member called to report that on (B)(6) 2025, after using a micro-fine needle, the patient felt difficult to remove the needle. After slowly rotating it, the needle was pulled out, but the cannula broke off and remained subcutaneous at abdomen. On the evening of (B)(6), the patient went to the emergency department at (b(6) hospital, where the broken needle could not be located. Subsequently, at the medical affairs department, a senior physician used a CT scan to locate the needle, which was then surgically removed needle under anesthesia at around 7:00 pm. Material code: 329490, lot number: 4115004. The needles were purchased at (B)(6) hospital 2 boxes) in august 2025. Patient details: gender: x, age: x, with a 30-year history of diabetes. The patient was self-injected insulin glulisine injection (apidra) in the abdominal. Some areas of the abdomen are slightly hard. Since august, the patient has intermittently changed to other types of insulin and needles. The broken needle had not been reused, it is unclear whether air was primed before use. Photos are available (photos can be sent via xx method, sales manager needs to contact the customer to obtain the photos), but no physical sample is available, a customer response via phone call is required. The patient's family requests reimbursement for CT and surgical expenses and can provide supporting receipts. The patient's family believes the investigation process takes too long and will report to the local regulatory authority. Sample availability: no sample availability details: no sample available.